Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the impedance measurement to 660 ohms. Additionally, high capture thresholds were observed, and it was suspected that the lead was fractured. No x-ray was performed to confirm the fracture. Technical services (ts) were consulted for further lead review. No noise or artefacts could be induced, and capture was confirmed at elevated outputs. A ts consultant recommended further review of the tissue viability given that the changes are still within range with no stored events observed. It was noted that the patient is 100% rv paced and the battery longevity of the related pulse generator has 8.8 years remaining. At the present time, the rv output has been reprogrammed. It is intended that a lead revision procedure will be performed. This lead currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the impedance measurement to 660 ohms. Additionally, high capture thresholds were observed, and it was suspected that the lead was fractured. No x-ray was performed to confirm the fracture. Technical services (ts) were consulted for further lead review. No noise or artefacts could be induced, and capture was confirmed at elevated outputs. A ts consultant recommended further review of the tissue viability given that the changes are still within range with no stored events observed. It was noted that the patient is 100% rv paced and the battery longevity of the related pulse generator has 8.8 years remaining. At the present time, the rv output has been reprogrammed. It is intended that a lead revision procedure will be performed. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided indicating that surgical intervention was performed to replace this lead. This lead was surgically abandoned and remains implanted. Additionally, the field noted that imaging was performed which did not reveal any lead fractures. It is suspected that the clinical observations were likely due to a lead to tissue related problem. No additional adverse patient effects were reported.